Event description:
3/12 had acute inf/cat md with cardio genic shock was transport to the medical center 3/13 and taken to catheterigation lab; received ptca of circumflex and intra aortic balloon pump, critical condition.on 3/15, approximately 9am iabp began to show alarm check iab cath no blood noted in iab catheter tubing iab would work with intermittent alarm and no blood noted. At 10 am blood noted in iab tubing. Pumping stopped and md notified. Pt. Remained stable without aid of iabp. Iab removed per dr.